Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump using provided instructions, fault did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood guidance.